Event description:
On august 10, 2006, the healthcare professional/reporter, a home health nurse, contacted lifescan (lfs) alleging the one touch surestep enhanced meter had a broken code button. The medical affairs specialist (mas) contacted the patient to obtain and verify information; however was unable to reach her by telephone. The mas reviewed the recorded telephone call. On august 17, 2006, the mas mailed a letter requesting the patient contact medical affairs. On august 21, 2006, the mas spoke with the patient's son to obtain information. The reporter states that for several days, the patient noted the test would not start, or the 'apply sample' icon would be displayed on the reported meter, despite correct sample application on the test strips. The mas confirmed with the patient's son that this was the issue with the meter, not that the code button was broken, as was originally reported and documented. The patient did not use the reported meter to test her blood glucose levels during this time. The patient was experiencing symptoms of weakness, shaking and anxiety, and was hospitalized for four days in 2006. Her admitting diagnosis was hypoglycemia. The patient takes lantus insulin 10 units in the morning. Her insulin regimen is not adjusted based on meter readings. The patient does not have a backup meter. The meter issue was not resolved with troubleshooting. The meter, test strips and control solution were replaced. The patient was unable to test her blood glucose levels using the reported meter for several days due to the 'apply sample' issue, she became hypoglycemic and was treated. Therefore this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.